Event description:
It was reported that the "pump buttons" were delayed in responding to touch, requiring multiple presses before the pump would respond. No information was provided on if the pump buttons were referring to the wake button on the pump or the touchscreen buttons. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.